Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found slow system behaviour, worklist loading was delayed and some functions in psc not working and causing system to reboot. As a troubleshooting action, fse attempt to reload software successfully but after cold reboot system would not boot up and hanging on philips screen. On second attempt to software was reloaded successfully with power distribution unit (pdu) errors. The fse found that the pdu would not initialize. To resolve the reported issue, the fse hit breaker on pdu and reseat fan tray. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.